Event description:
It was reported the pt has always, since her implant, experienced a burning sensation at her ipg site when the stimulation is on. The pt stated she does not feel the sensation when the stimulation is off. An sjm rep will follow-up with the pt to evaluate the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.